Event description:
Interventional radiology placed 5 fr. PICC (dual lumen) into rt upper arm via bradial vein. Seventeen days later red port cracked and leaking. Required exchange catheter length 37 cm.